Event description:
Allegedly, during a hysteroscopy procedure the light cord detached from the myosure hysteroscope and fell onto the drape. The cable came loose from the "coupler" which was connected to the myosure hysteroscope. The light cord was removed but the patient sustained a burn on her abdomen.

Manufacturer narrative:
Per the customer the cable will not be returned.